Manufacturer narrative:
Corrected data. B5:describe event or problem.

Event description:
It was reported the patient experienced discomfort at the drg implantable pulse generator (ipg) pocket site. Patient reported no history of trauma. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was revised to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort at the drg implantable pulse generator (ipg) pocket site. Patient reported no history of trauma. To address the issue, the pocket site was revised.